Event description:
The radiographer was moving the x-ray collimator into place to perform a study when the collimator fell from the tube support, narrowly missing a pt. When the svc rep arrived on 10/8/96, it appeared that the threads holding the screws for the collimator were stripped out.